Event description:
It was reported that following a total knee arthroplasty (tka), the patient was given a pain pump delivering ropivacaine. The patient presented back to the hospital and it was noted that the bag of ropivacaine was almost full and never infused. Per the reporter, while the patient was admitted at the hospital, the pump was infusing and the screen said ?run'. The patient was discharged home after three days and the patient had stated that her ropivacaine bag was still full. The patient stated that the ?wire came out of the yellow connector piece a few times" and she put it back in. There was no pump alarm. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text:(B)(6). No product was returned. The investigation determined the most probable cause to be a programming or user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.